Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery and that a cartridge alarm (alarm 05) occurred. Reportedly, the customer had followed the prompts during the load sequence. The customer's blood glucose level was 300 mg/dl. Customer unable to load new cartridge. The customer reverted to an alternate method of insulin therapy.